Manufacturer narrative:
The product was forwarded to canadian health protection branch and was not returned to medtronic ps medical. However, co did receive nine slides, three of which involved the valve and connector break. One slide displayed the entire system. It appeared that the entire length of the ventricular catheter remained attached to the broken segment of the inlet connector. The other two slides displayed close-ups of the connector fracture. The shear break of the inlet connector appeared to be at the adhesive. The inlet connector appeared to have been clamped in the middle. There were dents and abrasions on the connector. Since the product was not returned to medtronic ps medical we were unable to confirm or conclusively determine the cause of the reported complaint. The manufacturing records for the product could not be reviewed as no lot number was available.

Event description:
The shunt was implanted on 11/2/90 in a child who is now 6 years old. The distal catheter was another co's catheter, not co's product. When revised, the inlet connector and the other co's distal catheter were found to be fractured. The product was forwarded to health protection branch. A thick calcified and adherent sheath was found around the distal peritoneal catheter. There were serrations at the level of the distal catheter fracture. There was debris in the slit valves at the distal end of the other co's catheter, as well as ependymal debris in the holes of the ventricular catheter.